Event description:
The manufacturer received information alleging a motorboating-type noise during the epap phase occurred on a trilogy ev300 ventilator. No medical intervention was specified. The device was not in clinical use at the time of the allegation. The trilogy ev300 ventilator was returned to the manufacturer¿s service center for evaluation. During evaluation, the complaint of noise was investigated, and review of device logs revealed error codes indicating a malfunction related to the oxygen blending module (obm) and system pca (circuit board) that could affect oxygen delivery. To address the issue, the system pca and obm assembly were replaced, the software was updated, and the device passed all final testing without alarms. A final report is being submitted. If new information becomes available, a follow-up or supplemental report will be completed.